Event description:
It was reported that the connector was fractured. The target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the connecter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.

Manufacturer narrative:
Device eval by manufacturer:returned product consisted of a guidezilla guide extension catheter in two pieces. The device was bloody. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Inspection revealed a complete separation at the collar, a kink in the distal shaft located 9 mm from the collar, and numerous kinks in the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the connector was fractured. The target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the connecter was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.